Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-58 - user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern was resolved - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. Customer is concerned with all the tests results obtained. The expected fasting blood glucose test result range is 110 to 130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. Product is stored according to specification in the bedroom. During the call on (B)(6) 2019, a blood test was performed by the customer and produced test results of 105mg/dl fasting using true metrix meter. The test strip lot manufacturer's expiration date is 05/13/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: 85mg/dl 136p (B)(6) fasting, 88mg/dl 545p (B)(6) fasting, 78mg/dl 126pp (B)(6) fasting, 85mg/dl 742p (B)(6) fasting, 78mg/dl 106p (B)(6) fasting.